Event description:
It was reported that the pt's health care provider (hcp) was able to aspirate the pt's pump reservoir, but was unable to fill the pump reservoir. The hcp reported that the silicone rubber septum was felt when inserting the needle into the pump reservoir. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u will be filed if additional info becomes available

Manufacturer narrative:
(B)(4).